Event description:
It was reported that 9800 system had poor image quality. Also the wig wag brake was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wig wag brake was replaced. The camera and image settings were adjusted during the service call. The system was tested and found to be working as intended and put back into service.